Event description:
Rt. Shoulder arthroscopic surgery in 2004, to repair labral slap lesion and arthroscopic subacromial decompression. Placement of pain pump catheter subacromial space and placement of pain pump catheter glenohumeral space. At the time of surgery: glenoid and humerus articular cartilage showed no degenerative changes or wear. Pain pump refilled 2 days later. In 2005, had surgery for adhesive capsulitis, grade 3 chondromalacia of the entire glenohumeral contact surface, and intraarticular scarification. Placement of pain pump catheter glenohumeral space x 2. Final result: right shoulder total arthroplasty about 8 months later. Dose or amount #1 - 270 ml. Frequency: 4 ml/hr. Route: 014. Dose or amount #2 - 200 cc refill, 0.25%. Dates of use: 2004. Diagnosis or reason for use #1 - anterior superior labral tear. Diagnosis or reason for use #2 - subacromial bursitis-rt shoulder.